Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported left side rupture, small amount of peri implant fluid, loss of the normal appearance of capsular shell complex. Device remains implanted.

Manufacturer narrative:
Corrected data: b3.

Event description:
Patient reported rupture confirmed via ultrasound. Later healthcare professional reported "multiple dot dash like appearances with small amount of peri-implant fluid. Loss of the normal appearance of the capsular shell complex at left 12:30" diagnosed via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to h6 - remove event codes of e0307 and a0412 per medical review. Additional, changed, and/or corrected data: a4, a6, b5, d6b, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: gel leak and capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown and "implants grossly intact, but gel in pocket." Partial capsulectomy was performed. Device has been explanted, replaced and discarded.